Manufacturer narrative:
1. DHR/bhr review (lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. The customer returned one photo but did not return the defective sample. The photo shows: there is blood seepage at the end of the septum. 3. Retained samples of this batch were taken for septum leakage test to simulate 800mm clinical leakage performance. The test passed, and no leakage was found at septum. 4. Cause investigation: the plant launched CAPA to further investigate the root cause, CAPA#10977167. Conclusion(s): no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant launched CAPA to trace and investigate its root cause, CAPA#10977167. After the investigation, it was found that leakage was caused by the septum (component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the patient presented to the hospital for treatment of an extensor tendon injury in the left ring finger. During preoperative venous access placement, it was discovered that the seal at the tail end of the closed-system intravenous catheter was insufficient, resulting in blood leakage. Use of the catheter was immediately discontinued, and it was replaced with a new closed-system intravenous catheter of the same origin, batch number, and model. No harm was caused to the patient. Subsequent procedures using products from the same batch did not reveal similar issues.